Event description:
It was reported that patient went into ketosis when woke up with a high glucose and gave corrections via the twist. Patient glucose was rising from 200 mg/dl to 300 mg/dl and when the insulin still did not come down, it was removed the site and found that the cannula was bent under adhesive. Patient changed site and when it was noticed the tubing, it had large and small air bubbles. The novolog insulin was used. There were patient involvement and no patient harm.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.